Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unreadable due to the touch screen becoming blank. The cause of the damage was unknown. Reportedly, customer¿s blood glucose level was 251 mg/dl. The customer reverted to an alternate method in insulin therapy.